Event description:
The physician performed thrombectomy. The physician felt unknown resistance when he pulled the catheter with the inflated balloon (performed thrombectomy). The physician was able to remove a blood clot from the patient, however, the tip of the catheter (the balloon area) was detached when the surgeon pulled the catheter out of the patient. The tip of the catheter was subsequently removed from the patient which caused some vessel damage. The damaged vessel was repaired. The patient is recovered without further incident.

Manufacturer narrative:
We have received the device for evaluation and were able to confirm the failure: the tip of the catheter was detached. Additionally, the lumen of the catheter was stretch/elongated approximately 50 cm. The most probable root cause of the failure is from excessive force used during the procedure. The lemaitre vascular IFU warns to exercise caution when encountering extremely diseased vessels and avoid using excessive force to push or pull catheter against resistance. The physician did not take into consideration these warning while performed the procedure. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during the manufacturing and packaging processes and there were no unresolved issues related to the complaint event. In addition, we note that the patient is okay.